Event description:
Information received by medtronic indicated that an adverse event occurred during a cryoablation procedure performed on (B)(6) 2014. During the procedure, the lspv and lipv were successfully occluded and isolated. The physician prepared for the right sided veins by placing a catheter to the svc for phrenic nerve pacing which was demonstrated successfully. The ripv was isolated with phrenic nerve monitoring. The rspv was then occluded with cryo enabled. The phrenic nerve capture was robust with continuous monitoring via manual palpation. During this ablation in the rspv, it was noted that the intensity had changed with the phrenic nerve pacing. The ablation was immediately stopped. At this time the patient developed an agonal rhythm which was followed by ventricular fibrillation. The patient required external defibrillation four times before returning to a normal sinus rhythm. Patient was intubated, stabilized and transported to the ccu. He was extubated on (B)(6) 2014. On (B)(6) 2014 he was able to be fully evaluated and he had returned to baseline with mental and physical abilities.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.